Manufacturer narrative:
Device evaluation: crystalline gel, fold creases, green particles in shell, weight within specification. After autoclave cycle was identified, cloudy gel. Based on the device analysis, the final assessment is: no issues found related to the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and exchange due to patients concern with textured product.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and exchange due to patient's concern with product. Patient reported left side exchange due to concern with textured product. Device remains implanted.